Event description:
Initial reporter called to report he received a call from the end user that the sharpened point on a screw was protruding up through the seat. Unknown which exact screw, but dealer believes it is on one of the ends. No report of injury. Dealer advised they sold the transfer bench to the end user on june 8, 2010. Ref (B)(4).